Manufacturer narrative:
.

Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were reported to be non tortuous, but they were heavily calcified. The iliac arteries were pre-dilated with balloons up to 7 mm on the right side and 9 mm on the left. The delivery system was inserted without the use of an introducer sheath; however, it was not possible to further advance the delivery system to the intended location due to the short length that was free of plaque in the common and external iliac arteries. Attempts were made on both sides. While advancing, the delivery system kinked and it was removed from the patient. Another device was prepped for use; however, it was not used and the decision was made to convert to open repair. No add'l sequelae were reported. The device was discarded.